Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter pcb, and updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator had inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.